Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a p11c software update was being installed with the system powered off. This reportedly led to non-recoverable fault 35 occurring. The intuitive surgical inc (isi) technical support engineer (tse) advised the caller that an field service engineer visit would be required to rectify the issue. The procedure was completed laparoscopically. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system software update was not complete using dut, p11c software updates completed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation